Manufacturer narrative:
Blockd4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Blockh6: device code a1502 captures the reportable event of gel misplacement - vascular.

Event description:
After the procedure it was noted that the hydrogel was injected into the venous plexus surrounding the prostate, and it lowered the pelvic veins. The patient was planned for external beam radiation treatment (ebrt); however, the patient has not received ebrt as planned. The patient was reported as asymptomatic.

Event description:
It was reported that after the procedure it was noted that the hydrogel was injected into the venous plexus surrounds the prostate, it went lower the pelvic veins. The patient was reported as asymptomatic, he hadn't reported any urinary issues.

Manufacturer narrative:
Correction e0503 has been added to patient codes to address the position of the hydrogel. Blockd4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Blockh6: device code a1502 captures the reportable event of gel misplacement - vascular.